Event description:
This is 2 of 2 reports linked to mfg report number 1121308-2022-00031: a facility reported that duraseal xact spine sealant was being used during lumbar decompression and laminectomy procedure, and when the surgeon was about to spray the sealant, the contents of the blue precursor syringe exit the syringe as a gel-like solution. Thus, surgeon refused to use the first kit and a second kit was opened. The first single use extended tip applicator 8cm box of 5 (205108) was opened during this preparation. And a second duraseal xact was prepared and after mixing the blue precursor syringe contents with vial, the nurse could not draw vial contents back into syringe. The vial contents appeared to have gelled up on its own causing this problem. Approximately 1.5cc was used on the patient. There was no patient injury and no surgical delay has been reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The extended tip applicator 8cm box of 5 (205108) was returned for evaluation: failure analysis - the product received back was an extended tip with one of the y-connector channels/openings had blue duraseal gel traces and an occluded fluid pathway. The sample was tested with an air source set to 1psi, confirming that there was an occlusion in the channel with the blue duraseal gel in the fluid pathway. A piece of wire was also attempted to be placed inside the occluded fluid pathway, showing that the occlusion was due to the duraseal gel formation, and not an occlusion due to over molding, excess adhesive or any manufacturing issue. Root cause - the root cause is undetermined with the complaint reported confirmed in the complaint evaluation. A DHR review and trending were performed as part of the evaluation. Proper finished good testing was performed prior to release as indicated in the DHR. Product was received for analysis and the investigation confirm the complaint. Per the fmea, potential causes of failure include: performance, adhesion barrier. The risk remains acceptable per the risk analysis.

Event description:
N/a.